Manufacturer narrative:
Right heart failure is known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). With review of the available information there is no indication of any related device malfunctions or performance issues. Although the etiology of the right heart failure and relationship to the device and procedure cannot be determined, it may be a progression of chronic heart disease, coronary artery disease or right ventricular infarction. The IFU addresses guidelines for optimal patient management. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site by the vad coordinator that during routine patient updates patient was admitted from home on (B)(6) 2016 for continuous low flow alarms and complain of dizziness and lightheadedness. The site suspected fight heart failure and hypovolemia. Of note, this patient also has a malposition inflow cannula. Currently the patient is still admitted and being desensitized in hopes for transplant.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a slight rise in power consumption and multiple low flow alarms. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponed, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.